Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged black particles in mask, tubing. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer received information regarding a rep dream station auto CPAP. The patient has alleged black particles in mask, tubing. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. (Device) problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.